Manufacturer narrative:
Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. Per communication with depuy engineering and the manufacturing supplier all product delivered no later than (B)(4) 2010 is of the new design. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
During surgery, the tip of the inserter broke off. The surgeon tried unsuccessfully to retrieve the tip from the patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.